Event description:
Baxter (B)(4) received a report that a 10 ml/hr large volume infusor overinfused during patient use. A volume of 243 ml was infused over the course of 16 hours rather than 24 hours. This implies a 15 ml/hr flowrate, which is 150% of the expected flowrate. The device was filled with a 243 ml solution of 0.01 mg/ml yondelis. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 21.5 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 9.61 ml/hr, normalized flow rate = 9.85 ml/hr, specification range = 9.00 - 11.00 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.